Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device changeout procedure, a loss of capture and sensing was observed on the atrial lead. Fluoroscopic imaging revealed that the lead had become dislodged. It was discovered that the lead had been disabled on (B)(6) 2009 due to the patient's chronic atrial fibrillation. The lead was capped without replacement at that time.